Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia while using the ilet system with a 6 mm teflon infusion set, with the patient stating the blue needle guard was not removed from the infusion set and subsequently transitioning to backup long-acting insulin; no alarms were reported. Symptoms included elevated blood glucose for approximately 20 hours without loss of consciousness, dizziness, or signs of diabetic ketoacidosis. Outcomes included temporary interruption of ilet therapy and use of alternative insulin therapy, with no hospitalization or medical intervention. Investigation included complaint intake, user discussion, and troubleshooting with education, with follow-up planned between the company clinical team and the patient¿s healthcare provider. Investigation of this case revealed a suspected infusion set use issue related to the needle guard remaining in place, which could impede insulin delivery; lot information was not available. It was concluded that hyperglycemia occurred with cause unclear due to insufficient confirmatory evidence of device malfunction versus use-related issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.